Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Fractured screw pieces along with one full osseotite® tapered certain® implant 3.25 x 11.5mm (ifnt3211) were returned for investigation. Visual inspection of the as returned products identified wear and debris about the implant threads, which contains trephined bone. The implant internal drive feature contains fractured pieces of the unknown screw, which was too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported products were located on tooth # 4 and used for approximately 8.5 years. The customer has not provided additional pictures or x-ray images of the products. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or products (biomet screws). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. However, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown biomet screw fractured inside the implant. Fractured screw could not be removed and implant was removed. Tooth location 4.